Event description:
The pt's mom indicated that the pump displayed a call service alarm (B)(4). The pt reportedly was not doing anything with the pump when the alarm occurred. The pt's mom removed the battery to attempt a reboot and discovered corrosion in the battery compartment and a "smoky" battery. She indicated the pt was in the pool last week and has never changed the battery cap. The pt claimed there was no structural damage around the battery compartment. There was no adverse event associated with this complaint. A replacement pump was sent to the pt.

Manufacturer narrative:
Animas received the pump involved with this complaint and conducted a device evaluation. The pump was returned with a stripped battery cap and cracked battery compartment. The battery was not returned with the pump. There was evidence of moisture corrosion (rust) found on the battery cap ground hub, ground spring, inside the battery compartment, and on the negative and positive battery terminals inside the pump. The pump was exercised for 24 hour, no power loss or overheating battery was observed. Pump electrical current draws were tested and found to be within specifications; no excessive current draw was found. One call service 88 alarm was recorded in the pump history on (B)(6) 2011. In conclusion, there was internal moisture damage and cracked battery compartment with stripped battery cap threads. The complaint about the "smoky" battery could not be confirmed since the battery was not returned.